Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04786. It was reported the patient experienced ineffective therapy. Diagnostics showed both of the patient's leads migrated. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein both existing leads were repositioned to address the issue. Effective therapy was established post-operatively.